Event description:
It was reported that during the implant procedure, the pulse generator exhibited undersensing. The device was not used and a new device was implanted successfully. The patient was fine post procedure.

Manufacturer narrative:
.